Manufacturer narrative:
Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No quantity discrepancy was found. No deviations or non-conformances (ncr) were generated during manufacturing. The lens diopter result obtained from the miq (measurement iol quality) electronic system of the test performed when this lens was manufactured, shows that lens serial number corresponded to the correct diopter power. No deviation was reported. Based on the documents reviewed (line clearance activities at miq, first pack), there is no deviation or any non-conformity throughout the process. The information documented does not support any potential mix up during manufacturing process. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's left eye after she experienced anisometropia. Another lens was implanted during the same procedure. The incision was not enlarged and a vitrectomy was not required. The patient's outcome was given as ''perfect''.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under (B)(4) microscope magnification. The lens was received cut in half. Visual inspection revealed that there were surface residuals (fibers/particles) on the lens, compatible with handling, such as during the implant and explant process. No manufacturing defects were found in the returned sample the lens optical properties result obtained from the electronic system of the test performed during this lens manufacturing, shows that lens with serial number (B)(4) corresponded to a 17.0 d lens. The diopter inspection from the electronic report showed that the lens was released within the diopter specifications. All pertinent information available to the manufacturer has been submitted.